Event description:
It was reported that the customer's insulin pump was alarming button error. Customer's blood glucose level was 197 mg/dl at time of reporting. Nothing further reported

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, a cracked belt clip slot and a scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).